Event description:
It was reported the customer lost his consciousness, and his mother performed a measurement with his guide meter resulting in a value of 109 mg/dl. The mother administered glucagon immediately. Some time later, they tested again, obtaining a result of 252 mg/dl. The time between both measurements (109 mg/dl and 252 mg/dl) was 30-40 minutes.